Event description:
It was reported ongoing occlusion alarms occurred. The customer's blood glucose level was 563 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer reverted to an alternate method of insulin therapy.